Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with sensor and fingerstick readings in the 50s to low 70s and symptoms of jitteriness; the user treated with oral carbohydrates (lemonade), after which the device displayed rising glucose and the user reported improvement. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose, without serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.